Event description:
A report was received that the patient underwent an explant procedure due to an infection. The patient¿s symptoms included redness and swelling at either the left or right shoulder. The patient was doing well post-operatively.

Event description:
A report was received that the patient underwent an explant procedure due to an infection. The patient¿s symptoms included redness and swelling at either the left or right shoulder. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-9004-55, serial #: (B)(4), description: precision connector m1,55cm. The explanted devices were not returned to bsn by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient was administered antibiotics.

Event description:
A report was received that the patient underwent an explant procedure due to an infection. The patient¿s symptoms included redness and swelling at either the left or right shoulder. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the physician does not suspect the infection to be device related.